Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was noted that the display drops, the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board, both display latch hasps were broken, both keyboard hinges were broken, the system fan was intermittently noisy, and the retention spring was broken and needed to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while using the programmer during a case, the caller could not get an atrial impedence unless the ventricular port was used. When the caller switched the sterile pacer cable to the ventricular side of the adapter and left the atrial pacing function on, the rate was very fast until the atrial pacing option on the programmer was turned off. The fast rate stopped when the rv lead paced at the appropriate rate. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 2290 pacing system analyzer. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).